Manufacturer narrative:
H6: multiple fdd/annex a codes were reported. A05 was coded for the bent fiber tip. A150202 was coded for the laser being off by 5-6mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the site was using a robotic surgical assistant robot to place a catheter and when they went to the magnetic resonance imaging (MRI), the laser was off by 5-6mm in a parallel deviation. The entry and target were inaccurate in the inferior direction to the intended trajectory. When they tried to ablate, they noticed the tip of the fiber was bent in the clinical setting. They were able to place a second new laser successfully. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The catheter was returned for analysis. As reported, the catheter was bent near the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: b5 updated with additional information. D4 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the manufacturer representative (rep) was unable to identify the exact cause of the reported issue, but the surgeon thought it could have been with the stereotactic system (robot). Perhaps some issue with the scan merges or registration as well. They do not think that the thermal therapy system products contributed to the inaccuracy. The tip of the laser diffusing fiber (ldf) was bent inside of the catheter, but the catheter was not bent. It was believed that this was a separate issue that did not contribute to the inaccuracy. They also observed the inaccuracy in the MRI before the test dose. They intentionally decided to proceed with the ablation in the wrong spot, hoping to ablate the target. Although the catheter was off, they expected that the target was still within the ablation distance. They tried to ablate, however, the ablation was not as large as normal. They believed that this smaller ablation was due to the bent ldf tip. Because of the inaccuracy issue and the small ablation issue, they decided to go back to the operating room (or) to place a new catheter. A new entry/track was used for the second catheter.